Manufacturer narrative:
According to the customer they were given two knee walkers from podiatrist for a foot/ankle surgery. The customer reports on (B)(6) 2021 using the device in home when the left wheel "looked like it snapped off". Customer reports due this, a fall occurred. It was reported the customer was on the floor and had to crawl to the bedroom. Customer reports experiencing pain and visiting urgent care where an xray was performed. On (B)(6) the customer had a follow up appointment with surgeon. Customer reports requiring therapy for injuries. A sample has been requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Fall requiring therapy.